Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified subclavian artery. A 9.0x30x135cm express® ld iliac/biliary stent was advanced but failed to cross the lesion after multiple attempts. As the physician was about to advance it again, it was noted that the edge of the stent was "peeled up" or decrimped properly. The stent was "raised off" from the balloon. The physician decided to abort the case. The procedure was not completed due to this event. No patient complications were reported and the patient status was fine.